Event description:
It was reported that a malfunction alarm occurred with no notable events prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue happened again.